Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted during testing. The device had cracked case at display window corners, cracked display window, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's mother, that the customer received a button error alarm. Customer's blood glucose level at the time 260mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.